Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. A consumer reported he experienced burning and stinging after second use of bottle. He removed his lens, rinsed it with saline and soaked it in saline for a few hours. When he inserted the lens again he experienced more burning and stinging. He visited the emergency department and the doctor diagnosed a chemical conjunctivitis in the left eye. Patient was prescribed trimethoprim-polymyxin b eye drops. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and diagnosis of chemical conjunctivitis are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The consumer reported his eye recovered. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A consumer reported he experienced burning and stinging after second use of bottle. He removed his lens, rinsed it with saline and soaked it in saline for a few hours. When he inserted the lens again he experienced more burning and stinging. He visited the emergency department and the doctor diagnosed a chemical conjunctivitis in the left eye. Patient was prescribed trimethoprim-polymyxin b eye drops. Patient followed up with his optometrist a week and a half later. The optometrist diagnosed a superficial punctate keratopathy and instructed the patient to continue the medication provided by the emergency department as well as start a gel drop. The consumer indicated his eye is recovered. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization. Consumer also reported through voluntary medwatch program, medwatch # 5060253.